Event description:
It was reported that during an attempted implant procedure in the left bundle branch (lbb), a fracture was suspected on this right ventricular (rv) lead due to observed high out of range impedances during lead fixation. It was noted that after helix extension, the physician rotated the lead body in an attempt to wedge it deeper into the septal wall. The physician decided to extract this rv lead and replaced it successfully with a new lead. The rv lead is expected to return, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an attempted implant procedure in the left bundle branch (lbb), a fracture was suspected on this right ventricular (rv) lead due to observed high out of range impedances during lead fixation. It was noted that after helix extension, the physician rotated the lead body in an attempt to wedge it deeper into the septal wall. The physician decided to extract this rv lead and replaced it successfully with a new lead. The rv lead is expected to return, no additional adverse patient effects were reported.

Event description:
It was reported that during an attempted implant procedure, a fracture was suspected on this right ventricular (rv) lead due to observed high out of range impedances during lead fixation. The rv lead was extracted and successfully replaced with a new lead. The rv lead is expected to return. No additional adverse patient effects were reported.